Event description:
It was reported that signal loss over one hour occurred. The patient was not receiving any cgm readings and began vomiting. The parent accompanied the child to the hospital where the bg finger stick value was 483 mg/dl. At the emergency department (ed) the patient treated with insulin and IV fluids. After treatment, her condition stabilized. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.